Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call her son¿s insulin pump was vibrating and beeping. The blood glucose was 58 mg/dl. The device will not be returned for the analysis.